Event description:
During initial assessment of a returned homechoice machine, a baxter technician found high drain volume error 102, during night drain 2 at 08:12:36. The largest prescribed fill volume was 2000ml. There was patient involvement but no patient injury or medical intervention indicated. This event meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The cause of the increased intra-peritoneal volume (iipv) identified in the device log was undetermined.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and evaluated by the product analysis lab. The device passed homechoice return instrument test/evaluation (rite) functional testing and homechoice rite electrical safety analyzer testing. The evaluation was completed and problem confirmed, but the investigation is still not complete. The iipv event was confirmed during event history log review.